Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device not expected to return. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 04/27/2022, it was reported by a sales representative via (B)(4) that a ar-8973-13 guide wire inserter is broken, and declared unusable. The cannulated portion of the device came unattached from the handle. This occurred during an unknown time, with no patient effect reported.